Event description:
It was reported that the system 9600+'s x ray tube was making a clicking sound and was inoperative. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the x ray tubes high voltage connections were arcing. The connections were cleaned and regreased. The system was tested and found to be working as intended and placed back into service.